Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) caused a latitude red alert to be declared due to a high out of range shock impedance measurement. A follow up visit was performed and aggressive patient maneuvers were done, while measuring impedance with no evidence of noise. Pocket manipulation was repeated and shock impedance was measured while the physician was pressing the device pocket area with his palm. The shock impedance was about 85-90 ohms in rv coil to ra coil and can configuration; 95-100ohms in rv coil to can configuration; and greater than 125 ohms in rv coil to ra coil (cold can). The rv sensing and rv pacing impedance were in range. The decision was made to use the rv coil to can shock vector and set all shocks at maximum energy. The shock impedance trend will be monitored closely. No adverse patient effects were reported.

Manufacturer narrative:
The pacing system remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.